Event description:
The surgeon indicates that panacryl suture was pulled from a pt's wound in the surgeon's office in 2001. The original surgery was in march in 2000. The pt developed a festering wound approx three months after their surgery. Ultimately one piece of panacryl was removed from the wound, it seemed to heal for several months, but then began festering again. The suture remnant was removed.